Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer's blood glucose read "high", however, a specific value was not given. The customer changed the pump supplies to address the issue.